Event description:
As reported on (B)(6) 2015, pt of unk age and gender presented for an endovenous laser procedure. Approximately one year post procedure, the pt was treated by the reporting medical facility for removal of a piece of the fiber that had fractured off and remained inside of the pt. It was reported the pt did not suffer permanent harm or injury due to the event. It was reported the fractured piece is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).